Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the pump emitted a cs 064 call service alarm at random. The reporter allegedly rebooted the pump multiple times; however, the alarm recurred each time during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found occurrence of the reported call service alarm on the event date. In addition, there were multiple 128-fxxx warnings the day after. On investigation, the pump powered on with the appropriate audible and vibratory functions. The investigation was unable to complete the rewind step and the remaining testing due to recurring call service alarms related to those found in the black box. The pump was opened to further investigate, evidence of moisture corrosion was found on the motor connection wire and other associated electrical components.